Event description:
The physician submitted clinic notes that included a report of the patient's seizure status. The doctor was describing the patient¿s seizure types and then stated that x-rays were taken to rule out vns lead fracture in response to patient's seizure diagnosis. The clinic notes confirmed that there were no changes in the vns; however, there was no confirmation on the patient's seizure status in regards to the vns system. No other relevant information has been received to date.